Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noticed one separation along the catheter shaft 33cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure in the right coronary artery. During the procedure, the catheter "completely broke in half" inside the patient. The catheter was completely removed from the patient and the procedure was completed successfully with a balloon. No patient complications were reported and the patient's condition was reported as "fine."

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch&#60576;catheter was selected for a thrombectomy procedure in the right coronary artery. During the procedure, the catheter "completely broke in half" inside the patient. The catheter was completely removed from the patient and the procedure was completed successfully with a balloon. No patient complications were reported and the patient's condition was reported as "fine."